Manufacturer narrative:
An event of a leaflet tear was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, a 27mm trifecta valve was implanted. On (B)(6) 2019, the valve was explanted due to a leaflet tear. A competitor's 25mm edwards perimount valve was successfully implanted. Additional information requested.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2016, a 27 mm trifecta valve was implanted. On (B)(6) 2019, the valve was explanted due to a leaflet tear. Upon explant, it was observed that there was a tear at the stent pillar level. A competitor's 25 mm edwards perimount valve was successfully implanted.